Manufacturer narrative:
The previously removed patient code (B)(4) still applies, and the previously reported patient code (B)(4) was removed.

Manufacturer narrative:
The following patient code no longer applies: (B)(4). The following patient code was added: (B)(4).

Event description:
It was also reported that the patient had been treated for swelling at the pump pocket.

Manufacturer narrative:
(B)(4). Analysis of the pump identified assumed normal battery depletion. Method, result and conclusion codes have been updated.

Event description:
Information was received from a physician and company representative regarding a patient with an intrathecal baclofen pump implanted. The pump and catheter were implanted on (B)(6) 2001 to deliver intrathecal baclofen to treat intractable spasticity related to multiple sclerosis. Post-op, the patient experienced persistent intracranial air as seen on three computed tomography (CT) scans associated with nausea and vomiting. The patient experienced post-op spinal headaches that resolved enough over 2-3 days for her to leave the hospital. The headaches and nausea returned by 7 days post-op at such a severity that she was hospitalized for dehydration. A blood patch procedure was performed. Relief was either incomplete, or not long lasting, so another blood patch was performed. The second patch relieved the postural post-spinal headache, but uncovered another kind of new frontal headache. A series of CT scans were performed. The first showed intracranial air. A second CT scan performed 4 days later slight reduction in the air. A third CT scan showed more air than the second per radiologist report. Incidentally, the patient's spasticity had responded well to small intrathecal baclofen doses on the order of approximately 100 mcg/day (concentration 500 mcg/ml). The pump was emptied and refilled even though a refill was not due. The residual volume was correct and there was no difficulty with the refill procedure. The hcp measured the pressure inside the pump reservoir, 155 mm/hg which was as predicted, within normal limits. Additionally, the patient had elevated liver transaminase enzymes of approximately 4 times the upper limit of normal. The patient's pre-op liver status was not known. The liver issue may be only tangentially related and not a direct drug effect or perhaps nutritional or metabolic or post anesthetic. Less likely, the patient could have unrelated chronic hepatitis. The pump was unlikely to be the culprit of post op intracranial air at 3 weeks post implant. It was questioned if perhaps the patient had some congenital or acquired defect in the cribriform plate or elsewhere in the skull base that was now entraining air because of the persistent intraspinal cerebrospinal fluid leak. It was recommended the patient see a neurosurgeon who would be accustomed to viewing CT scans with intracranial air. Approximately 360 mls of gas was removed from the patient's pocket and 30 mls of air from the lumbar region. As of (B)(6) 2001, the pump was still implanted. Later information was received from a consumer who reported the patient had air in the brain which caused severe headaches and it was suspected the pump was leaking propellant. The hcp returned a sample of the air to the pump manufacturer on (B)(6) 2001. No analysis was to be performed until authorized by the legal department. The pump was explanted and replaced on (B)(6) 2001 and returned to the manufacturer. The alleged complaint was that propellant from the pump was released into the patient&#38112;body. (Please refer to manufacture report number 6000030200100239)